Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head is coming off...comes completely off in mouth - oral-b [device breakage] loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that they noticed that the oral-b toothbrush head was loose. The oral-b toothbrush head then was coming off of the oral-b toothbrush in their mouth. No injury was reported. (B)(6)2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 3765. The concomitant product lot was bc904161656. No injury was reported. (B)(6)2023 follow up via digital safety assessment survey: the consumer was a 41 year old female consumer. She did not see a healthcare provider. No injury was reported.